Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 200 and 300 mg/dl fasting. The customer's expected fasting blood glucose test result range is 125 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 03/18/2021 and test strips were opened one week ago. During the troubleshooting process, the call was disconnected; attempted to call customer back but was unable to reach. During the call a back to back blood test was not performed by the customer. The meter memory was not reviewed for previous test result history.